Manufacturer narrative:
Siemens healthcare diagnostics investigated this event. The customer is changing their test method to the advia centaur xp and stated that they are performing a parallel study using split samples with a different laboratory who uses and alternate testing method in order to generate a new baseline for patients currently under care of oncologists. The sample is tested on centaur xp ca19-9 and resulted, then frozen and sent to the other laboratory for testing on the alternate method. Based on the advia centaur xp ca 19-9 master curve materials (mcm) data provided, the advia centaur xp ca 19-9 assay is performing as intended. As stated in the warning on the 1st page of the advia centaur xp ca 19-9 instructions for use (IFU) (10629842_en rev. H, 2019-11) "the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values." The cause of the different results seen by the customer with the advia centaur xp ca 19-9 assay compared to the alternate method is due to differences in assay methods and reagent specificity. In addition, the instructions for use states in the interpretation of results section, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product problem was identified and product is performing as intended. Siemens' investigation is complete.

Event description:
A discordant high result was obtained on a diluted patient sample using advia centaur xp ca19-9 as compared to an alternate testing method. Test results from both the advia centaur xp and the alternate method were reported to the physician, who questioned the results. There is no indication that patient treatment was prescribed, delayed or altered. There was no report of adverse health consequences due to the discordant ca19-9 results.